Event description:
It was reported that (1) 511sd was used with fdc10 laparoscopic cholecystectomy kit during a procedure. It was reported by the rep that the surgeon attempted to arm the 10/11mm trocar and the arming device would not work. The surgeon asked for a new trocar and it work as advertised. The surgeon completed the case without incident. There was no consequence to patient.